Event description:
Pvc drain tip broke/ripped while surgeon removed it. Surgeon was at bedside for standard removal. Close wound suction drain removal. After removing the drain, surgeon inspected integrity and noticed the tip of the drain was missing.